Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the faulty cable and connector corrosion/ foreign material was likely caused by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the scope cable exhibited a failed continuity test due to faulty cable and connectors with corrosion and foreign material. There was no patient involvement.